Manufacturer narrative:
The calibration trace showed unacceptable calibration signals on the day of the event. The assay's recalibrated data showed acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The user recalibrated the assay with acceptable results. The field service engineer did not find any issues with the rinse unit and the detergent content. A correlation test of the previous samples was performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable results for "several" patient samples tested for trigl triglycerides on a cobas 6000 c (501) module. The initial results were reported outside the laboratory. The same samples were rerun on another c501 analyzer. The reporter provided an example of discrepant results for 1 patient sample. The initial result was 292 mg/dl. The repeat result was 126 mg/dl. The repeat result was deemed to be correct. The trigl reagent lot number was 538578. The expiration date was asked for but was not provided.